Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2010, the patient underwent surgery to receive a scs system. During the procedure, the doctor used an epidural needle to gain entry into the dural space. The doctor was unable to insert the needle into the desired area and attempted five times to introduce the needle into the patient. The doctor subsequently aborted the case. No product was implanted. On (B) (6) 2010, the doctor informed the sales representative that the patient had been hospitalized after the procedure for 10-14 days due to an inability to move both legs. The patient has since been released and has regained full use of both legs.